Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. A lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Event description:
The customer reported that the haptic of the +1.0 diopter aq5010v silicone three piece lens tore off during insertion. The lens was removed and replaced without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4): evaluation results - visual inspection of the returned product showed a haptic was bent and a piece of the optic was torn off with the haptic and missing. There was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
Reportedly, intraoperative lens exchange was performed to address torn trailing haptic of the iol( 3-piece silicone) during insertion. Incision was not enlarged and no other tissue damage was reported. Another lens of the same model and diopter was implanted successfully. No reported postoperative sequelae. According to the report from the facility, dated on (B)(6) 2014, the most likely cause of the event was unknown. It should be noted that at the time of the surgery the patient was (B)(6) years old and per FDA approved dfu: " silicone 3p iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction." Based on the complaint history, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).